Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: the pump's black box showed evidence of a pump reboot event. The pump was able to power on and be exercised for 24 hours with no issues. The alleged issue could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.